Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the calibration was defective. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the incoming functional test passed, the battery contacts were visibly contaminated and one bail attachment was bent and the ring attachment was bent. As a result the device was cleaned and calibrated and the bail and ring attachments were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.